Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During right superior pulmonary vein (rspv) roof ablation the contact force (cf) became high and perforation occurred. This occurred after two hours of use with the catheter. A pericardiocentesis was performed and the patient's blood pressure returned to normal and the patient left the procedure room. Atrial septal puncture was performed with using rf needle. Ablation was performed before cardiac tamponade was confirmed. No steam pop was confirmed. Irrigation catheter¿s flow rate setting is high flow 8.15ml, low flow 2ml, pre rf time 1s, post rf time 1s, and low fluid warning 100ml. The patient was under followed up in the intensive care unit for 24 hours. The physician did not comment on the product. There was a comment that the cf value became high due to the effect of respiration because the patient was breathing heavily. The physician¿s opinion on the cause of this adverse event was patient condition. It was not related to the bwi product. The patient outcome of the adverse event was improved. The generator used in the case was a smartablate. Servicing of this equipment is not needed because there was no generator malfunction occurred. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used dashboard; vector and visitag with the additional filter used with the visitag was fot and color options tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as unavailable and will not be returned for analysis. A manufacturing record evaluation was performed for the finished device 30694430l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-apr-2022, bwi received additional information regarding the event. He physician¿s opinion on the cause of this adverse event was patient condition. There was a comment from the physician that the contact force became high due to the effect of respiration because the patient has large respiration. It was not related to the bwi product. The patient outcome of the adverse event was improved. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The visitag module parameters for stability were range:3mm, time:3sec, fot:25% 3g, tag4mm with fot and tag index. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).